Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after placement of the peel-away sheath/dilator, the user removed the dilator and aspirated blood. Then, he/she attempted to insert the catheter through the sheath but could not advance it. The catheter was removed but no blood was aspirated at that time. So, the sheath was removed and found that it was kinked. Therefore, a new kit was used to complete the procedure. No injury to the patient occurred."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "after placement of the peel-away sheath/dilator, the user removed the dilator and aspirated blood. Then, he/she attempted to insert the catheter through the sheath but could not advance it. The catheter was removed but no blood was aspirated at that time. So, the sheath was removed and found that it was kinked. Therefore, a new kit was used to complete the procedure. No injury to the patient occurred.".